Manufacturer narrative:
Integra has completed their internal investigation on 1dec2016. The investigation activities included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: device history record reviewed for s-836 manufactured on 11/24/2008 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr's, variances or rework. This device was last serviced on 8/30/2012. No manufacturing or design related trend has been identified. Conclusion: in summary: could not confirm the reason for return, calibration / thin graft. Eight year old unit in service over 4 years. Calibration was found in tolerance and width clips passed inspection. Dermatome is worn from over use and motor has corrosion.

Event description:
It was reported calibration is off. Very thin skin grafts no matter what the setting. It was reported that although the device was in contact with the patient there was no patient injury. No medical intervention was required. There was no delay in surgery.